Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported by the customer that the buttons on the insulin pump stop working. Customer also reported a button error alarm. Customer's blood glucose level at the time 141mg/dl. Advised insulin pump would be replaced. No additional information is provided.